Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision 6 weeks post-op due to leg length discrepancy.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the revision reported was likely the result of the patient's insistence on having an additional surgery. The reported leg length discrepancy was not confirmed by the surgeon.

Event description:
Revision 6 weeks post-op due to leg length discrepancy.